Event description:
The report we received from the database indicated that a male pt had a 3.5x13mm and 2.75x13 cypher select stent implanted at the mid left anterior descending (lad) artery and a 2.5x28mm cypher select stent implanted at the distal lad. As indicated, the pt had ventricular fibrillation without consequences during the procedure. An external electric shock was provided. The event was resolved without sequelae and was reported to be unrelated to the cypher select device and highly probably related to the procedure. The report was from the e-select study. The pt was a male with a history of hyperlipidemia. Medications at baseline were aspirin, clopidogrel, and statins. The indication for the index procedure was unstable angina pectoris and a positive ECG stress test. Medications during the procedure were aspirin, clopidogrel and aggrastat. Heart rate at baseline was 72/min and blood pressure was 93/64. The first target lesion was the mid left anterior descending artery (lad). Vessel diameter was 3.5mm and the lesion length was 7mm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo, moderately tortuous, concentric and with irregular contour. The lesion was pre-dilated with a 2x15mm balloon at 16 atm. Two stents were implanted, overlapping, in the lesion. A cypher was deployed at 16 atm and second cypher was deployed at 16 atm. Post-procedure stenosis was 0% and timi flow was 3. The 2nd target lesion was the distal lad. Vessel diameter was 2.5mm and the lesion length was 12mm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo, smooth, and concentric. The lesion was pre-dilated with a 2x15mm balloon a t 16 atm. Third cypher was deployed at 16 atm. Post-procedure stenosis was 0% and timi flow was 3. There was a complication during the procedure. The pt was discharged the following day. Medications at discharge were aspirin, clopidogrel, and statins. The pt was followed-up a month later and was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-00905, 9616099-2008-00908. Additional info will be submitted within 30 days of receipt.